Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Boston scientific technical services (ts) was consulted and reviewed the data stored on the remote monitoring system which showed that the right ventricular (rv) lead shock impedance had been trending within range for this is a single coil lead. Boston scientific technical services (ts)the patient was brought into the office and the out of range impedance measurement was not able to be reproduced using isometrics. No further testing was performed. All other measurements were within normal limits thus the physician opted to continue to monitor the patient. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.